Event description:
Hcp reports a pump volume discrepancy in 2003. The expected volume was 2.1ml and the aspirated drug was 11ml. A rotor test was performed with negative results. A refill done one month later was without inicident. Three months later the expected reservoir volume was 2.7ml and the aspirated drug was 7ml. The patient was having pain, the physician increased the dose from 3.7mg/day to 4.0mg/day. One and one half hours later, the patient stopped breathing and had to be artifically respirated. Three hours after refill the physician stopped the pump and aspirated 5ml (the refill was done with 18 ml). Three and one half hours later the patient opened eyes and "got a soft anesthesia." The respirator was discontinued and the patient showed withdrawal symptoms. Patient was then given medication intravenously. The pt was reported as being treated with both oral and IV medication.